Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973328. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(2)misalinged; staples in the track, yes(15) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the visual examination and functional test performed, it was concluded that the instrument jammed during surgery due to the misaligned staples in the nose. This was possible caused by a yielded cartridge wels. No conclusion could be reached as to how the cartridge weld had yielded. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed after the third staple. There was no patient consequence.